Event description:
It was reported that during a starr procedure, the instrument was empty; it cut but did not staple. No staples were found; sutured by hand. No further information is available there were no patient consequences.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.